Manufacturer narrative:
Veran is submitting this MDR as part of an overall retrospective review in response to an FDA for 483 that was issued to the firm as of january 2019.

Event description:
The patient experienced bleeding, clotting and has been ventilated several times during lebus. Navigation operated as intended, however, doctor was only able to obtain one sample before the case ended abruptly and the patient was admitted due to excessive bleeding. Grade 3-4 bleeding indicated.